Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The hcp reported the pump was explanted after an implant duration of less than 50 mos. It was returned to the MFR for analysis. No reason for the explant was given. A f/u report will be sent when add'l info is rec'd.